Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device does not correctly power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. The device was observed to have impact damage. Heartsine also observed that the device was unable to deliver a test shock. Heartsine determined that the cause of the reported and observed issues was due to the damage the device received as a result of user error. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device does not correctly power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer indicated that the reported issue was patient related. However, patient information was not provided.

Event description:
The customer contacted heartsine to report that their device does not correctly power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.